Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern, and review of the device image indicates auto-capture was enabled consistent with electronics performance indicator (epi) notification. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation including battery assessment at various pulse amplitudes found normal current level and no indication of premature depletion detected. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted device was explanted and replaced on (B)(6) 2026. Patient was stable before, during, and after the procedure.